Manufacturer narrative:
Device evaluated by MFR? - device return and evaluation is not needed as the event is not related to the device but due to the procedure .

Event description:
The patient underwent explant surgery for recently implant devices due to continued infection. MFR report number 1644487-2018-01417 previously reported the patient's infection and subsequent explant of devices in october. This infection was suspected by the physician to be a continuation of prior infection caused by the first infection not properly healing before re-implantation in october. Device history records for new lead and generator were reviewed and both devices were hp sterilized prior to distribution. No additional or relevant information has bee received to date.